Event description:
It was reported the epg (external pulse generator) was connected to a patient, when the nurse noticed the patient lost consciousness and had no blood pressure. Asystole was also indicated. CPR (cardiopulmonary resuscitation) was started, and it was noticed the epg suddenly lost pacing. The patient recovered after regaining consciousness, after CPR, and a pacemaker was implanted five days later. No further patient complications were reported as a result of this event. The epg was returned for evaluation. Additional information was subsequently received reporting the nurse noticed the patient's ECG (electrocardiogram) had a pause, so the epg was checked. The nurse changed the battery, and the epg continued to be used, until a pacemaker was implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed electrical testing, with no anomalies found. The battery drawer, ring cover, and upper case were found to be contaminated, the interconnect flex was out of specification, the lower case dented, the main keypad discolored, and the ring bent.